Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. Patient sensor check passed. System air leak test passed. Valve actuation test passed. The simulated treatment post-ast 2 hour and 15 minute 8500 ml test passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. During an internal inspection of the returned cycler there were visual indications of dried fluid found within the hp2 filter. There were no other visual discrepancies found during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s). The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient¿s caretaker reported having had a fluid leak associated with the patient¿s pd treatment. During drain 1 the caretaker reported there was an air detected in cassette warning. The caretaker canceled treatment, and when removing the cassette from the cycler fluid was found behind cassette door and on the two black circles on the inside of the door. In a follow up, the patient¿s caretaker reported that the patient did not have any adverse event, harm or intervention in association with the fluid leak. The patient was able to carry out manual treatments in the absence of a cycler. The caretaker said that the patient was issued a new cycler and the other cycler is available to be returned for investigation. The cycler set is not available to return as a sample item.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s caretaker reported having had a fluid leak associated with the patient¿s pd treatment. During drain 1 the caretaker reported there was an air detected in cassette warning. The caretaker canceled treatment, and when removing the cassette from the cycler fluid was found behind cassette door and on the two black circles on the inside of the door. In a follow up, the patient¿s caretaker reported that the patient did not have any adverse event, harm or intervention in association with the fluid leak. The patient was able to carry out manual treatments in the absence of a cycler. The caretaker said that the patient was issued a new cycler and the other cycler is available to be returned for investigation. The cycler set is not available to return as a sample item.